Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. It is unk at this time if the malfunction occurred during pt use. The service repair of the device is in process.